Manufacturer narrative:
Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of irido-corneal angles. The lens was removed and replaced intraoperatively with a shorter length lens and problem was resolved. Cause of the event was reported as unknown.